Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped bolus delivery. Customer declined to provide further information regarding the bolus delivery event. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.